Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective stimulation. A lead diagnosis confirmed high impedances on the patient's penta lead. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein both extensions were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The report of ¿high impedance¿ was confirmed. Analysis of the returned lead extension 1 found all internal wires were broken in the strain relief area near the header. Continuity check was performed which confirmed the visual findings. The cause of the fractures is unknown as there were no reports of accident, falls or trauma prior to the reported event.